Manufacturer narrative:
Manufacturer was contacted by a dealer regarding a user alleging a concentrator caught on fire and damaged their rug. Photos were provided by the consumer of line marks to the rug and some of the side of a couch. The marks appear in the form of a line similar to the supply tubing that attaches to a concentrator. No device photos were provided by the consumer. There were no injuries involved in this alleged incident. Nature of complaint suggests an external source from the device. Malfunction not confirmed. Device has been in service for 8 years and is no longer in warranty. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or a user smoking may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer alleges the concentrator caught on fire and burned his rug. No injury is alleged.